Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water invasion of the scope connector while the user was handling the device which led to abnormality of electronic parts. As a result, error message was displayed. The user may detect the suggested event by handling the device in accordance with the following instructions for use (IFU): - inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to corrosion of the scope connector and the plug unit. Additional findings include the following: there was a crease at the charge coupled device unit lens, the insulation resistance at the tip was out of standards due to scratch of the plastic distal end cover, there was corrosion at the control part due to leakage, the adhesive part of the bending section cover was broken, the angulation in the up direction was out of standards due to a worn angle wire, the gap of the up/down knob was out of standards due to a worn angle wire, the scope cover was polluted, there were liquid leaks due to deformation of the up/down and right/left knobs, there was corrosion at the grip part due to leakage, the scope connector cover unit was polluted, the suction cylinder color ring disappeared, and the light guide tube was wrinkled. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus field service engineer reported (on behalf of the customer) that there was a scope error code e315 while using the evis lucera elite colonovideoscope. The issue occurred during preparation for use, and the diagnostic procedure was completed with a similar device, and without delay. There was no patient harm associated with the event.